Event description:
It was reported to philips that system was frozen and scan could not be performed. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was frozen, and scan could not be performed. A review of the system logfile by rse confirmed the reported malfunction. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the power on self-test (post) showed host pc failed and host pc memory1 failed. To resolve the reported issue, the fse reseated the connections of host pc and ippc. After reseating the connections of host pc and ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.